Event description:
It was further reported that during the most recent of the (B)(6) events, vascular access was obtained via the right femoral artery. The 90% stenosed target lesion was located in the mid left circumflex (lcx) artery. Following the detachment of the pt2 guide wire, the wire was exchanged for a non-bsc guide wire that was advanced distally. A non-bsc ivus catheter was used to interrogate the lcx. The catheter would not advance beyond the upper shoulder of the mid vessel lesion. The ivus catheter was removed. A 2.5x20mm non-bsc balloon was used to predilate the distal part of the vessel at nominal pressures. A 2.5x28mm promus element drug eluting stent (des) was deployed at 10 atms in the distal vessel covering the small pt2 wire fragment. The balloon was moved a few millimeters proximally and inflated to 16 atms. An unspecified 2.0x12mm balloon was used to dilate the distal vessel just beyond the distal edge of the stent. Excellent results were obtained with no residual stenosis in the distal vessel. A 2.75x24mm promus element des was deployed at 16 atms edge to edge with the previous distal stent. The same non-bsc guide wire was then repositioned into the large ramus intermedius artery which contained a proximal, high grade, 70-80% stenosis with mild to moderate plaque beyond the lesion. Angiographically, it appeared at least 3mm in size. The vessel was interrogated with a non-bsc ivus catheter. A 3.0x12mm non- bsc balloon was used to predilate the vessel to 8 atms from mid vessel to the ostium. A 3.0x28mm promus element des was placed ostium forward in the vessel and deployed at 16 atms.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Same patient as MDR ID# 2134265-2012-01518. It was reported that during a percutaneous transluminal coronary angioplasty treatment procedure, a guide wire tip detachment occurred. The target lesion was located in the severely calcified right coronary artery (rca) with a cto of the posterior descending artery (pda). A pt2 guide wire was placed subintimal into the pda. The guide wire was pulled back to wire the pda, however, the wire prolapsed. During the attempt to straighten the pt2 guide wire, the tip of the guide wire broke off. Additional information has been requested but is not available.